Manufacturer narrative:
Additional information in section b5.

Event description:
The device was tested by a third party and and it was determined that the root cause was broken part, hardware failure. The unit needed a replacement fluid shield also. The customer had further reported that the device was operating in battery mode at the time of the incident.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump that was reported to have stopped infusing and turned off without any warning or beep; there was no error code since the display went blank, the unit did not alarm. The device was being used on an open heart surgery patient. There is no report of any adverse outcome as a consequence of this event. No other information is available.